Event description:
It was reported that the camera head was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "broken" was confirmed. The cable separated from rear cover. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was broken. There were no reports of patient harm.